Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. They found that rebooted problem still exist. Pendant did boot up with no problem. Was not able to ping any motion controllers .measured 400vdc to power enclosure. Updated motion enclosure firmware, note gain cals past due by 268. Later installed motion enclosure, system booted up in error initializing detector. Replaced defective source drive, rebooted system. Verified operation. Performed system checkout. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000189. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information stating that while on site no motion during boot up, system stayed in initializing system, please wait mode.

Manufacturer narrative:
H3, h6: the enclosure motion, lot number: 81569506 rev. 3, was returned to the manufacturer for analysis. The component was installed into a test system. The system did not initialized, and motion did not ready. The image acquisition system (ias) firmware installer confirm enclosure motion firmware failure. Codes b01, c10 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000210; product ID: bi71000529; product ID: bi71000180r; product ID: bi71000183r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that the pendant was not fully booting (just a quick flash of lights). Site reported that the dongle seemed to be damaged. There was no patient present.